Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a kink. The hypotube broke at 233 mm distal to the distal end of the catheter strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified vessel of the left heart. A 3.50x20mm promus premier stent was selected to treat the lesion. It was noted that the shaft snapped in half inside an unspecified guide catheter. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified vessel of the left heart. A 3.50x20mm promus premier stent was selected to treat the lesion. It was noted that the shaft snapped in half inside an unspecified guide catheter. No patient complications were reported.